Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is assumed that the camera cable was disconnected due to some kind of strong external force from initiation information, which prevented the image from being transmitted to the processor and prevented the image from being displayed.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed. In the evaluation of olympus (B)(4) the following was confirmed, the phenomenon was duplicated. The inside of the camera cable was damaged. There was no report of patient injury associated with the event.